Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon evaluation, the electrode belt failed the therapy electrode (te) recognition test. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the dn strain relief. The pulse wires inside the cable were broken from the solder joints. The cause of the test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for an unrelated reason, a reportable problem was found. The electrode belt failed the therapy electrode recognition test.